Event description:
It was reported that the pump had been placed in the patient's armpit, and it had slid down and flipped. The pump was replaced, and the new pump placed in the patient's abdomen.

Event description:
Additional information received reported that the pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: n/a. Product type catheter. (B)(4).